Event description:
The facility initially reported that a pump failed channel "b" and channel "c" keypad test. During a follow-up call to the facility, it was found that pump-head module key presses were not being interpreted by the pump-head modules on channels "b" and "c". This event occurred during biomedical testing. There was no pt injury or medical intervention associated with this event. No add'l info is available.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval, or if any add'l info becomes available.